Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Presented with a painful knee and the feeling of instability. Wear was evident on both the poly bearing as well as the poly patella and limited signs of osteolysis were found around the femoral component and under the removed patella component.